Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the emergency department console doesn't work properly. A technical support specialist (tss) identified a retry error on the device and reviewed application records, which indicated a database consistency issue affecting the server database. The tss recognized that the error was related to the database environment and escalated the findings to the appropriate support team for database administration. The tss confirmed that the issue was corrected by the database administration team and then restarted the data synchronization service on the device, after which normal uploading functionality was restored. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server system emergency department console doesn't work properly. However, there were no delay and adverse events or injuries reported based on this event.